Event description:
It was initially reported that the zimmer air dermatome was broken. Additional clinical follow up with the customer indicated the reported issue to be that when in use, the dermatome doesn't give a clean smooth cut through the skin and the skin graft appears rugged/uneven. The device was being used at a setting of 800 psi with an extension hose; however, the length of extension hose was not specified. The harvested graft tissue was of uneven thickness; however, there was no patient harm, additional unplanned graft harvest or medical intervention required. An additional device was available onsite to complete the procedure and there was no extension in surgical time.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/24/2006, and was last repaired on (B)(4) 2010 for a non-related issue. Evaluation of the device observed minor nicks to the 3 inches width plate and nicks to the head of the unit. The master blade was flush, but the device operated below motor speed specification. Prior to repair, the device was outside calibration specification at the zero thickness setting on the left side and failed side to side calibration at this thickness setting. In post-repair, corrosion on the exterior casing of the motor was observed. During clinical follow-up, the customer stated they utilized a pressure of 800 psi to operate the device; however, the length of the hose utilized during the event was not specified. Per instructions for use, "recommended pressure is 100 psi running, using supplied hose. When using an extension hose, increase the pressure at the source 1 psi per foot (22.6 kpa/m) of extension hose. The cause is likely the use not maintaining the device per preventative maintenance, as well as improper operational use and improper handling. The device was serviced and returned to the customer.